Event description:
It was reported that post implant, pericardial effusion was noted. The physician suspected that the right ventricular lead perforated the patient. The pericardial effusion was drained and the lead was explanted and replaced. The patient did well with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.